Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the damaged component was provided for review. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a dry acid 132 gallon mixer had thermal damage on the fill valve. The biomed was mixing a batch of acid when they noticed a burning smell. They then noticed that the mixer was not filling. The biomed said it stopped filling just below the 25-gallon mark. Upon further inspection, the biomed found that the fill valve was burnt. The biomed replaced the fill valve but the mixer continued to experience filling errors. The biomed then realized that the control panel board became fried as a result of the fill valve being damaged. The biomed replaced the control panel board as well and the issue was resolved. The biomed said the facility has a backup mixer which was used while this one was out of service. There was no patient involvement associated with the reported issue. The biomed stated the damaged board and valve were both available to be returned for evaluation. A photo of the damaged part was provided for review.